Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device, on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient was continuously getting low readings on their cgm (from 40 mg/dl to just the word "low"). The patient went to the emergency room because he does not have a glucometer to read his glucose levels. The patient¿s bg was 685 mg/dl and the cgm is still reading low at this time, so he removed it from his abdomen. He was given intravenous (IV) fluids as he was getting dehydrated and ¿something else¿ in which the patient does not have recall (he was just told it will help stabilize his glucose). The patient was discharged that same day. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d, a zone of the parkes error grid. No additional patient or event information is available.